Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use, states: gently pull the device back to position the foot against the arterial wall. If proper position of the foot has been achieved, tactile sensation will be felt and blood marking will cease or be significantly reduced to a slight drip. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with three proglide devices via a 5fr sheath were attempted in a common femoral artery using the perclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the proglide device positioning at the needle deployment step, the proglide device was not pulled back against the artery wall and the suture could not catch the tissue. Two additional proglide devices were used with the same results. Two additional proglide devices were used for successful suture placement using the perclose technique. The tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. No additional information was provided.